Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 515mg/dl. The customer experienced nausea, vomiting, dizziness, was not feeling well and violent. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The time and date were incorrect, but the basal rates and bolus wizard settings were correct. The caller stated that they attempted to disconnect and to reconnect the reservoir/infusion set, but the device kept alarming no delivery. Performed the displacement test and the test failed twice. Advised the husband that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.